Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and expired on the same day, which is alleged to have been caused by the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event. MFR#1225714-2015-07818, 1225714-2015-07819. Additional information has been requested and will be submitted upon receipt accordingly.